Event description:
It was reported the pt experiences pain and discomfort at the ipg site. The pt may have lost weight. Surgical intervention was taken on (B)(6) 2013 and the pt's ipg was moved to her abdomen. The pt reported effective stimulation coverage postoperative and the issue is resolved.

Manufacturer narrative:
This ipg serial number was including in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.